Manufacturer narrative:
H6: investigation summary: this memo is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082, batch number unknown). Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. A bhr investigation and retain testing were performed on the batch number provided and the complaint is not confirmed. Photographs were also provided but did not confirm the complaint. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) #1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using either the pcr method or the cepheid genexpert method. Upon repeat, the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. (B)(4).

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. A repeat test was performed using either the pcr method or the cepheid genexpert method. Upon repeat, the result was negative. The customer stated the patient tested was asymptomatic. This test is not intended for use on asymptomatic patients and was therefore used off label. There was no indication that results were reported out or any report of patient impact. (B)(4).